Manufacturer narrative:
Based on the results of the investigation, the ceramic head's failure is a mechanical component problem, but the cause of the failure could not be determined. The most likely cause is wear and tear from repeated removal and attachment. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, the resection sheath's ceramic head was found to be loose. There was no patient involved.